Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were loading sideways in the jaw and the device locked on the cystic duct. The device was removed with no damage to the duct. Unk how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.